Event description:
It was reported that the patient presented in shock after stent to left anterior descending artery at outside hospital. Intra-aortic balloon pump placed at outside hospital and patient cannulated for extracorporeal membrane oxygenation (ECMO) after going into ventricular fibrillation. Team decision for impella 5.5. Thick heart muscle and small left ventricle cavity was noted. While on support more episodes of heart block was noted. Team decision to place pacemaker bedside. It was further reported the patient coded and flows of both the ECMO and impella 5.5 were drastically reduced (impella to 0.1 lpm). Team in the room manipulated the 5.5 and it came back across the aortic valve. Flows of the ECMO returned to 4+ lpm. Family was consulted and the decision was made to withdraw care. The patient expired. Impella device was saved and will be returned. While debriefing case, surgeon noted that team reviewed the transesophageal echocardiogram after the case and identified a clot in patient's left ventricle. Team suspects pump ingested the clot while patient was on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Device in wrong position: based on the clinical details provided that the pump was inadvertently pulled back into the aorta by the user, the cause of the device in wrong position was determined to be a use issue. Difficult to advance: clinical details report that it was difficult to advance the pump through the anastomosis. It was noted that the patient had a small left ventricle. Manual manipulation, a papaverine and 0.025" guidewire were used to resolve the issue, but no further information was provided. As noted above, there were no abnormalities noted on the returned catheter/cannula. Since limited clinical details were provided and no defects were found on the returned pump, the cause of the difficulty to advance could not be determined. Low pump flow: clinical details report that the patient coded around 07:00 on 20/nov and both ECMO and impella flows drastically reduced. The team attempted to reposition the pump and administer volume, but neither resolved the complication. The pump was inadvertently pulled back across the aortic valve and ECMO flows improved. Post-explant, it was discussed that tee identified a clot in the patient's lv. Data logs were reviewed and the report of low flows were confirmed. These signatures indicate that biomaterial was ingested by the pump, which resulted in a purge gap blockage and a reduction of hemodynamic support and deteriorating condition. Returned product was investigated, and there were no defects noted on the product. There was, however, significant biomaterial in the outflow cage, near the impeller, and throughout the cannula. Based on the signatures noted in data logs and low pump flows reproducing on returned product with biomaterial, the cause of the low pump flows was determined to be biomaterial ingestion. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest/heart block: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.